Event description:
It was reported the patient had not charged her ipg in over 1 year and the ipg was unable to communicate with external devices. The ipg was found to be inoperable. Surgical intervention was undertaken and the ipg was explanted and replaced. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.